Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the sensor caused a 0.5cm x 0.5 cm burn on the frontal area of a premature patient.

Manufacturer narrative:
One cnn/snn sensor with lot number: ad1701031023 was received. The sensor was visually examined for any anomalies. It was observed that the sensor was returned with part of the sensor stuck to the cable and the patient side liner not reattached to the sensor. The sensor should be returned flat and with its patient side liner to prevent damage during shipping. A failure investigation (fi) 5100c invos monitor was connected to ac power. The ac power led illuminated. The fi monitor was powered on and passed power on self-test (post). The fi monitor was tested for proper operation using a fi 5100c pre-amplifier and was observed to operate as specified. The sensor was connected to the fi preamplifier and the fi test-bed device. The sensor failed with the following error message 'poor signal quality' coming up on the display screen and no rso2 values could be obtained. A root cause for the poor signal quality could not be determined. The circuitry of the sensor is designed to provide a fixed current to the led¿s so no over temperature is possible. A review of the device history record for this lot number found there were no non-conformances in the manufacture of this lot. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the sensor caused a 0.5cm x 0.5 cm burn on the frontal area of a premature patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.